Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during filling while the home patient (hp) was connected. The care giver (cg ) was unable to provide product information for the cassette used and stated that there were lots of air noted in the patient line. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The renal therapy services (rts) assisted the cg to end therapy and disconnect the hp. Rts advised the correct setup procedures but the cg stated they were okay to setup the hc to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.